Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a procedure for intrauterine adhesion, when the device was being used for cutting, the device did not work after pressing the foot pedal. The issue was resolved with a video troubleshooting with the engineer. There is no harm or adverse impact to the patient and no emergency measures were required for the completion of the procedure.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. The customer was able to resolve the issue after troubleshooting and the device was not returned for evaluation. As the device was not returned to olympus for evaluation, the investigation was unable to determine the cause of the issue. Olympus will continue to monitor the field performance of this device.